Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: part: 03.620.100 synthes lot: 6100517 supplier lot: 602211a09 supplier: (B)(4). Release to warehouse date: march 05, 2009 no nonconformance reports (ncrs) generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the rubber cover from the handle was cracked and a fragment broken apart from the upper area. The observed condition of the device can be consistent with a component failure that was caused by exposure to unintended forces, however, with available evidence the complete potential cause can not be fully established. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the hand w/ratchet straig w/quick-coupl would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed.

Event description:
It was reported that on an unknown date, the plastic/rubber coating is cracking and peeling away, spd refuses to process the item. There was no patient consequence reported.